Manufacturer narrative:
Report # 3003721894-2018-00443 is associated with (B)(4) super poligrip.

Event description:
My (B)(6) year old swallowed some super poligrip [accidental device ingestion by a child]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion by a child in a (B)(6) year-old patient who received double salt dental adhesive cream (super poligrip) cream for product used for unknown indication. On an unknown date, the patient started super poligrip. On an unknown date, an unknown time after starting super poligrip, the patient experienced accidental device ingestion by a child (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion by a child was unknown. It was unknown if the reporter considered the accidental device ingestion by a child to be related to super poligrip. Additional information: adverse event information was received via call on (B)(6) 2018. The consumer reported that, "my (B)(6) year old swallowed some super poligrip. Is that safe?"